Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 37 mg/dl and was hospitalized. The patient was treated at the hospital with glucose gel. The reporter alleged that the pump may have provided an additional bolus to the patient. The reporter was unable to troubleshoot the issue at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and alleged that the pump had overdelivered insulin.